Manufacturer narrative:
Follow-up #1 date of submission 08/01/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings:a review of the black box history revealed no evidence of the pump rebooting. One power on reset event was noted during a battery change on 05/24/2013. The battery compartment and battery cap were found to be intact with no physical damage. The battery cap contact met all specifications during a measurement test. No damage was found to the battery cap; the battery cap secured tightly to the pump and maintained electrical connection. The pump¿s cover was removed; no intermittent power conditions were found to the power circuit. The reported power issue was not duplicated during testing.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the pump powered off during the night without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).